Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetes and hyperglycemia on first week of (B)(6) with blood glucose over 600-700 mg/dl. The customer treated their high blood glucose with intravenous insulin. The customer was wearing insulin pump during hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test, excessive no delivery test and dat at 0.08750 inches. Pump received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.